Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an internal technical error due to a balloon puncture. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name: (B)(6).

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. Corrected fields: b5, h6( medical device -problem). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the pim, fill manifold, and cleaned the unit. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an internal technical error due to a balloon puncture. Intervention following telephone call return of blood to cardiosave. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).